Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices, which was expanded in december 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that during a routine follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a remaining longevity of 1%. The remaining longevity at the previous remote follow-up in (B)(6)2020 was 44%. Premature battery depletion was suspected. Technical services reviewed the available data in the remote monitoring system from december 2020 and confirmed the device was depleting prematurely due to an abnormal increase in power consumption. Device replacement was recommended for within 28 days; a more exact replacement window could be provided if current device data was made available. No adverse patient effects were reported. The device remains implanted and in service pending a replacement procedure. The device was explanted and replaced 11 days later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a routine follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a remaining longevity of 1%. The remaining longevity at the previous remote follow-up in december 2020 was 44%. Premature battery depletion was suspected. Technical services reviewed the available data in the remote monitoring system from december 2020 and confirmed the device was depleting prematurely due to an abnormal increase in power consumption. Device replacement was recommended for within 28 days; a more exact replacement window could be provided if current device data was made available. No adverse patient effects were reported. The device remains implanted and in service pending a replacement procedure. The device was explanted and replaced 11 days later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.